Event description:
It was reported to philips that the device self test failed. There was no patient involvement.

Event description:
It was reported to philips that the device self test failed. There was reportedly no patient involvement. The customer requested that an authorized service personnel (asp) be dispatched to the customer site. A good faith effort has been made to confirm any follow up details on the case, and it was confirmed that no further action was done philips is unable to rule out that a malfunction did not occur. As the customer did not respond to the follow up, the equipment was not repaired or evaluated, so a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.